Event description:
Return reason: defect on crossing of the 4 lumina to 1 lumina catheter system. Analysis determined: investigation found leakage from the proximal lumen caused by a 0.25mm tube opening directly below the bottom of the molded manifold due to excessively pinched tubing received during the molding process. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that molding, manufacturing and quality assurance personnel will be notified. Molding precedures have been being revised to help alleviate all future instances of this occurrence type. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.